Manufacturer narrative:
E.8. Initial reporter facility name: (B)(6). G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before the use of the bd vacutainer® sst¿, one (1) tube was found with foreign matter in the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jan-2026. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo and sample were reviewed and a tube containing red foreign matter inside was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter-unknown. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before the use of the bd vacutainer® sst¿, one (1) tube was found with foreign matter in the tube. No adverse impact was reported regarding the patient or user.